Manufacturer narrative:
Device analysis: the delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that 888 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician placed the 2.50x16mm taxus express2 drug eluting stent in the circumflex (cx) to treat in-stent restenosis of a non-bsc stent. Eight hundred eighty eight days later, the pt presented with chest pain and the in-stent thrombosis was found. The thrombosis was treated with a poba, using 2.5mm quantum balloon and a 3.00mm quantum balloon. It was reported that the pt had stopped taking plavix 8 months to one year prior to the thrombosis event. The physician stated that it was difficult to determine whether the thrombosis was in the taxus stent or the non-bsc stent. The pt condition is reported as "good." Further info was requested but was unavailable.